Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and found the liquid crystal display (lcd) after being cross checked with a working ventilator remained. The se replaced the display cable to resolve the issue.

Event description:
It was reported that, during set up, the ventilator integrated display was blank. There was no patient involvement.